Event description:
The cause of the pump stop and low flow alarms was unable to be identified. Following the patient's controller exchange no further low flow alarms had occurred. The patient was asymptomatic during the event, and was asked to remain on battery power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿ (under pump performance monitoring), covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting,¿ addresses all system controller alarms and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Review of the retrieved log file from the returned system controller confirmed low speed and pump stop events which appeared to be consistent with a potential issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The retrieved log file contains data from (B)(6) 2021 to (B)(6) 2021 and recorded multiple low speed and pump stop events on (B)(6) 2021 and (B)(6) 2021 while the patient was connected to the mobile power unit. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to the hospital due to an alarm. Their log file showed a low flow alarm and that the pump had stopped with abnormal speed. The patient's cardiologist suspected that the percutaneous lead may have been damaged. An x-ray was performed to check the percutaneous lead and nothing was found. The patient's system controller was exchanged.